Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product (mcghan). The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, opening device assessed, as unidentified (tear) opening (shell thickness was within specification). Anxiety-product/procedure: unable to observe, since it is a medical event. And is not related to the device. As per the investigation procedure: particles, wear abrasion and crease was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, right side rupture. And exchange from textured to smooth breast implants, due to the patient¿s concern with the product (mcghan). The device has been explanted and replaced.